Manufacturer narrative:
No products will be returned for evaluation.

Event description:
The pt reported he received an e4 (occlusion) message on his insulin infusion device this morning. To troubleshoot, the pt was instructed to disconnect from his device and perform a prime which went through without error. The pt was instructed to remove his insulin set but could not do so, as he was at work and did not have an extra infusion set. He stated he would return home and change his infusion set. On follow up the same day, the pt stated when he removed the infusion set the cannula was bent. He stated, the occlusion message cleared as soon as he inserted a new infusion set. The pt said he threw away the infusion set. No physiological effect was reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.